Event description:
The device was used in a laparoscopic tubal case in 2005. Pt was released from the hospital, but returned two days later complaining of pain. A second surgery was performed discovering a wound to the ileum. The wound was excised.